Event description:
It was reported that during a cholecystectomy procedure, the device was fired and when the device was removed from the tissue the clips were falling off. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded at the account.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch was reviewed and no anomalies were noted during the manufacturing process.